Event description:
A pt reported that there were segments missing on the display. The meter allegedly had "segments missing on the bottom of numbers". The issue was not resolved. There was no medical intervention. No comparison made. Pt was not treated. No further info has been reported.